Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient also had a staph infection on (B)(6) 2018. The hcp stated that the patient had a urine culture done and it showed that she did not have a urinary tract infection (uti). Patient weight was updated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for urgency frequency/ urge incontinence. It was reported that trial patient had no energy and was very sore on their back. They also reported their right ribs hurt and that every time they cough it was painful. Moreover, they were having a hard time getting up when they sat and their legs were very sore. More information was received on 2108-feb-06 with trial patient reporting they had an infection which they believed was because to their symptom data was so bad the day before. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the staph infection was not related to the device or therapy. The hcp stated that the patient was placed on several antibiotics for the staph infection and was last seen for the staph infection on (B)(6) 2018. The hcp reported that during the patient¿s trial, no infection was related to their device or therapy. No further complications were anticipated/reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.